Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suture cut needle driver instrument was engaged into the arm and inserted normally. When the tips came into view, it showed that the cable that engages the pulley system snapped. The tech inspected it before use and there was no visible issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was inspected prior to use with no damages noted. The reported issue was identified when the customer inserted the instrument on the arm. The instrument did not collide with any other instrument or tool. The instrument was immediately removed after the tips initially came into view and the broken cable was observed. There was one cable visibly protruding from the distal end of the instrument. No fragment fell into patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage.

Event description:
Refer to h10/h11 for follow-up information.